Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt will not stay connected, service code 204) was confirmed. As received, the trunk cable connector was cracked and would not stay latched to the monitor. The root cause of the cracked connector is physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the electrode belt would not stay connected to the monitor and that the patient was experiencing a service code 204 (belt/monitor unusable).